Event description:
During a distraction case, following device placement on the mandible, the screw broke off at the base of the screw head after implantation. The threaded body of the screw remains in the pt's mandible and was not recovered.

Manufacturer narrative:
There was no device returned for eval and no add'l info provided related to this event. Prod history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. If further info is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.